Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information received reported that the patient's unresponsiveness was due to them attempting a system controller exchange on their own. It was said that the system controller was not exchanged, and it is unknown if the backup battery fault alarms resolved.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of backup battery fault alarms was confirmed via the log files. The system controller event log file was reviewed, and timestamps spanned approximately 5 hours (19:12:33 on (B)(6) 2025 to 00:09:41 on (B)(6) 2025). The data contained within the log file didn¿t contain any alarms pertaining to a backup battery fault. However, within the system controller periodic log file, a backup battery fault alarm was captured, associated with the backup battery not passing a load test on (B)(6) 2025 prior to the event data. This alarm was not found within the system controller event log file as it had been overwritten with newer data; thus, the reason for its activation could not be determined. The pump maintained a speed within the expected range throughout the log file. The system controller (serial number (B)(6)) was not returned for analysis. Provided information stated that the patient had attempted to complete a system controller exchange due to a backup battery fault alarm; however, the patient was found unresponsive and the patient expired once support was removed. Additional information stated that it was unknown if the backup battery fault alarms resolved with the attempted controller exchange and confirmed that the controller was not exchanged; however, it was disposed of. Multiple good faith effort (gfe) attempts were sent to inquire if the patient expiration was considered to be device related and if the device operate as expected; however, no response was received. The root cause of the backup battery fault alarms could not be determined during this investigation. A corrective and preventative action (CAPA) has been initiated to further address backup battery fault alarms. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The heartmate 3 lvas IFU (rev. D) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that at approximately 10:59am the lvad team received a call from the spouse of the patient saying that the patient was unresponsive. It was later reported to the team that the patient was attempting to do a system controller exchange due to experiencing a backup battery fault alarm. The driveline was noted to have been reconnected to the system controller at approximately 11:09am. Log files were submitted for further evaluation. The event log no longer contained data prior to 24aug2025 19:12:33. The event log file captured low flow alarm events on 24aug2025.there were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. These occurred at times when pulsatility index was elevated.

Manufacturer narrative:
D4 is reflective of all available information no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.